Event description:
Wife was installed with a medtronic morphine pain pump, model 8637-20. She complained about it incessantly. It was uncomfortable, riding on her ribs, the medicine provided variable relief to no relief for her pain. After having the pump for approx 1 1/2 yrs, she passed away on (B)(6) 2012. The autopsy revealed, she died from emphysema. Both before the pump was installed and afterwards, she complained profusely she wasn't getting pain relief. Reason for use: chronic pain throughout.